Manufacturer narrative:
A visual examination of the hta system control unit revealed a dented overlay and the chassis top and rear panel stained with ink, per nexcore. The unit passed functional testing. The customer's complaint is not confirmed. Root cause for complaint is believed to be a poor cervical seal causing hot fluid to leak.

Event description:
According to the complainant, approximately seven-minutes into the ablation phase of the procedure, the patient was burned. It appeared the hydra thermablator control system unit incurred a leak estimated at 30cc's, without an alarm being displayed. Follow up received indicated the burn was second degree and treated with cream. A full recovery is expected.